Event description:
It was reported that an arteriotomy closure of the calcified left common femoral artery was attempted using two prostyle devices after a peripheral interventional procedure with a 6f sheath. Reportedly a cuff miss [suture-retrieval issue] occurred with the first device. The second prostyle was deployed successfully and the knot was advanced/tightened without issue; however, hemostasis was not fully achieved. Manual arterial compression was added to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The additional prostyle device referenced in b5 is filed under a separate medwatch report number.